Manufacturer narrative:
Block b5: includes clinical assessment provided by philips pms clinical expert (medical affairs). The adverse event was updated from a dissection to a perforation. Block d4: due to lot number available, UDI was updated from "(B)(4) to "(B)(4). Block f10: hecc code updated from "3160- vascular dissection" to "2135- perforation of vessels". Block h6: corrected from "side effect" to "risk". Perforation during this kind of procedure are a known risk and are covered by the device risk management. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
Per philips clinical assessment, a retroperitoneal hematoma is typically due to a perforation. In this case the CT showed an area of extravasation, meaning that there is a leak in the artery. It cannot be confirmed if the perforation was caused by the altatrack guidewire. This adverse event is being submitted in an abundance of caution because the altatrack guidewire was in the area when a perforation occurred, and required additional intervention. There was no alleged malfunction with the altatrack guidewire.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block a2: date of birth not provided. Block c: not applicable for this device. Blocks d4/f9/h4: lot #, expiration date, approximate age of device, and device manufacture date are unknown. Block d4: partial UDI# due to lot number unknown. Blocks d6/d7: not applicable for this device. Block g2: study name - fors learn registry. Block h3: the altatrack guidewire was discarded, thus no returned product investigation was performed. Block h6: no device or use related root cause has been identified. Dissections during this kind of procedure are a known side effect and are covered by the device risk management. Blocks h7/h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an altatrack guidewire was used in a therapeutic peripheral 4-fevar procedure in the mid aortic artery. During the procedure, a retroperitoneal hematoma with moderate severity occurred. The evening of surgery, a CT scan revealed a partially visualized thoracic aortic dissection extending superiorly, with active extravasation. Additionally, the evening after the procedure, the patient developed intraoperative hemorrhagic shock and was treated with blood transfusions. The event was resolved the following day. The physician stated that it is unknown what caused the dissection. This adverse event is being submitted in an abundance of caution because the altatrack guidewire was in the area when a dissection occurred, and required additional intervention. There was no alleged malfunction with the altatrack guidewire.